Event description:
A malfunction alarm occurred, indicated by malfunction code 0 and fault ID 0-0x219e, and it was determined not to be resettable. There was no adverse impact on the customer's blood glucose level. Technical support arranged for a replacement pump, informed the customer about the need for replacement, and guided them to use multiple daily injections as backup therapy. The customer was instructed to allow the battery to deplete before transport, confirm their shipping address, and return the problematic pump within 10 days using the provided pre-paid label and return box.